Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After completing eight lesions (four in basket configuration and four in flower configuration) in the left superior pulmonary vein, the physician could not retract or advance the guidewire when attempting to pull the guidewire back. The guidewire was advanced past the distal end of the catheter when changing configurations from flower to basket. The physician believes the guidewire lumen of the catheter became compromised after changing shape from basket configuration to flower configuration. Attempts to advance and retract the guidewire were unsuccessful. The catheter was then replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. The catheter was returned with a stuck guidewire. The returned guidewire was in poor condition upon receipt. An attempt to remove the guidewire was made, however, this was unsuccessful as the guidewire was stuck due to external damage to the guidewire. Dissection of the catheter did not identify any issues with the guidewire lumen. However, it was observed that the guidewire was damaged inside the hypotubes. The reported stuck guidewire was confirmed via analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After completing eight lesions (four in basket configuration and four in flower configuration) in the left superior pulmonary vein, the physician could not retract or advance the guidewire when attempting to pull the guidewire back. The guidewire was advanced past the distal end of the catheter when changing configurations from flower to basket. The physician believes the guidewire lumen of the catheter became compromised after changing shape from basket configuration to flower configuration. Attempts to advance and retract the guidewire were unsuccessful. The catheter was then replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected was returned for laboratory analysis.